Manufacturer narrative:
(B)(4). Corrected, device was not returned. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy/morphology (posterior leaflet prolapse and thick leaflets). The reported adverse event of worsening mitral regurgitation (mr) was a result of the slda. It should be noted that the reported patient effect of worsening mr, is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure that took place on (B)(6) 2018 to treat degenerative mitral regurgitation (mr) with a grade of 4. 1 clip was implanted reducing the mr grade to 1. On (B)(6) 2018, it was found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr grade increased to 4. On (B)(6) 2018, a second intervention was performed. Two clips were deployed successfully, reducing the mr grade from 4 to 1. No additional information was provided.